Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was found the foreign object came out from the instrumental channel of the subject device when it was checked the clogging. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be specified the cause of the reported phenomenon. However based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to insufficient reprocessing or user handling for the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for the repair at olympus service operation repair center (sorc), that the foreign object came out from the instrumental channel of the subject device. The subject device had been returned from the user on the first day after repair because the biopsy forceps could not pass through in the instrumental channel of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.